Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 511.2000. Technical support explained to customer the problematic issue with the keypad and/or display board. Customer to interchange and/or, repair/replace item part to isolate fault. A review of the device history record for (B)(6) was performed from 07/21/2006 to 09/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support explained to customer the problematic issue with the keypad and/or display board. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Case #: (B)(6) case subject: npi 8300 error 511.2000. Account name: (B)(6) center account #: 1021703 asset name: 8300 etco2 module, v8 asset location: contact: (B)(6) email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer receiving error code 511.2000 at power on for 8300 (B)(6). Failure device type: failure problem type: failure mode: case resolution: customer receiving error code 511.2000 at power on for 8300 (B)(6). ¿ explained to customer the problematic issue with the keypad and/or display board. ¿ customer to interchange and/or, repair/replace item part to isolate fault. ¿ suggested to customer the ¿fixed level¿, service repair for depot services. ¿ informed customer if any further concerns and/or issues to give a call back. ¿ end call.

Manufacturer narrative:
The customer reported problem was confirmed. The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was displaying error code 511.2000 at power on for 8300 (s/n (B)(4)).